Event description:
Dr facility alleges that dialyzer developed a leak at start of treatment. Ecbl < 100 cc. A new dialyzer was set up and treatment was resumed w/o further incident. No pt injury reported.